Event description:
It was reported that this right ventricular (rv) lead exhibited suspected loss of capture (loc). Technical services (ts) was consulted, discussed atrial tachy response (atr) episode and pacemaker mediated tachycardia (pmt) episode and noted possible loc on presenting electrogram (egm). Ts recommended further review by cardiology. The rv lead is implanted in the left bundle branch area. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, the patient with this rv lead experienced an infection. This rv lead was explanted. No additional adverse patient effects were reported.